Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to request assistance on how to change the basals. During the call, the customer stated that she was hospitalized for chest pains, numbness on the right side of the face and back of the head. The blood glucose reading at time of the call was 78mg/dl. The customer stated that she is anemic. Troubleshooting was performed. The time on the insulin pump was off by an hour. The amount of insulin in the reservoir matched to the amount of insulin on the screen. The customer stated that she was eating more than normal because of the stress. The customer also stated that the insulin pump beeps randomly. The call was disconnected, and no further information was provided.